Event description:
Two pss026 separator kinked while being advanced through the psc026 in tortuous anatomy.

Manufacturer narrative:
Technical eval: unit -01 shows kinking at the initial grind taper, approx 2 cm past the proximal end of the green ptfe coating. The device is formed in a loop at this point. Unit -02 shows kinking at the same location, though not to the same extent. Conclusion: the incident is confirmed as reported. The DHR of this product lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 0570 (lot# l15059). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength.